Event description:
It was reported that the patient presented to the clinic four weeks post implant with improper healing at the device incision site and signs of infection where the pocket was swollen and experiencing discharge. The patient was brought to the emergency room, where the physician explanted the implantable cardioverter defibrillator (ICD), right ventricular (rv), right atrial (ra), and left ventricular (lv) leads due to the infection. The patient was reported to be in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.